Event description:
It was reported the patient dropped their programmer in the water. The patient could not get the programmer to shut the neurostimulator off. The patient experienced an overstimulation sensation at the paresthesia area. The patient was admitted to the emergency room. The emergency room did not have an 8840 programmer to shut off the patient's neurostimulator. The patient's status was undetermined at the time of the report.